Event description:
It was reported that during a routine follow up, this pacemaker device was found to have a lead safety switch (lss) triggered from bipolar to unipolar settings due to recorded high out of range pacing impedance measurements on the right ventricular (rv) lead. The hcp called technical services (ts) and requested further review of the device data. Ts confirmed that the rv lead exhibited a gradual increase in pacing impedances that ended up being out of range, measuring greater than 2000 ohms. Ts discussed with hcp possible troubleshooting options and recommended for in person visit for further lead testing and evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.